Manufacturer narrative:
Immucor technical support used a remote electronic access method to assess the testing well images in question: sample (B)(6) (anti-k), batch 13904 - r734 and 221644; resulted as negative, cell 1_neg, cell 2_neg, cell 3_neg; cell 1 is visually 1+ positiive (k+). The pi lab confirmed the reactivity of the k antigen on cell 1 of retention capture-r rs(3) lot r734 in manual capture retention capture-r indicator cell 221645 with retention anti-k lot dl8585a (1:1 dilution). Controls performed as expected. Positive results exhibited 2+ reactivity. Retention product performed as expected. Customer advised that k+ cell on r734 with sample (B)(6) was visually positive, referred to (B)(4); we are aware of some instances on the echo where the instrument may generate a negative well interpretation for capture-r ready-screen or capture-r ready-ID assays and subsequent visual interpretation of those reactions are weak positive or questionable (equivocal). We are recommending that you perform a visual verification of negative reactions before final release of those well results.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative result with capture-r ready-screen 3 (crrs 3) when testing a patient sample on the galileo echo. Sample (B)(4) is historically anti-k positive.